Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during an unknown phase/cycle of dialysis. A fluid leak was subsequently discovered. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the cassette door. The patient was advised to discontinue use of the cycler and a replacement cycler was issued. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported the patient would complete treatment manually. Upon followup the patient confirmed the reported event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. It was confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. It was confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation and the old cycler has been picked up and returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no indications of dried fluid present within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A patient sensor check was performed and passed. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An internal inspection identified visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A mushroom head check was performed and passed. A device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. A mushroom head check was performed and passed on 08/08/2022. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during an unknown phase/cycle of dialysis. A fluid leak was subsequently discovered. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the cassette door. The patient was advised to discontinue use of the cycler and a replacement cycler was issued. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported the patient would complete treatment manually. Upon followup the patient confirmed the reported event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. It was confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. It was confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation and the old cycler has been picked up and returned.